Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell into a river while wearing the ilet, after which the pump became unresponsive with a blank screen, intermittent logo display, failure to power on, no charging indication, and unsuccessful remote restart, consistent with moisture damage involving the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with leakage at a seal leading to moisture ingress and device nonfunction, aligning with moisture damage of the seal component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.